Event description:
Checkpoint post broke off while removing. Case type / application: tka 2.0. As per medwatch mw5188419: during a mako total knee replacement, the head and part of the screw portion that was included in the checkpoint kit, broke off flush at the tibia bone site. Surgeon was unable to remove the piece from the bone.